Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the lay user/patient contacted animas alleging a power and keypad issue (keypad button presses did not activate desired pump functions) with the subject pump. The patient reported after replacing the pump's battery, the pump would first display a red line top to bottom, the display would then go blank and finally the pump would go back to the verification screen. The patient reported that he was unable to go past the verification screen. At the time of troubleshooting, the patient reported that he tried several batteries and tried rebooting the pump; however, was unable to get past the verification screen. It was not noted which keypad button(s) the patient was pressing when attempting to confirm settings on verify screen. The alleged issues remained unresolved at the time of the call.

Manufacturer narrative:
(B)(4): review of the black box and download history did not reveal any power issues recorded. On examination, there was no damage to the battery compartment or battery cap. The battery cap secured properly onto the pump for testing. On testing, the pump powered on normally. The pump was exercised for 24 hours with no power issues occurring. The pump's electrical current was tested and found to be within specifications. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Testing was unable to confirm or duplicate a power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.